Event description:
It was reported that a physician trained in the use of starclose se achieved right common femoral arteriotomy using the starclose se clip on (B)(6) 2010. On approximately (B)(6) 2011 the patient stated having pain and swelling intermittently in the right groin area for approximately two months. Visits with the cardiologist who performed the procedure and an internist ruled out any abnormality associated with the starclose clip such as a hernia or hematoma. No treatment was given as the pain and swelling only happened once in awhile and was not continuing. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. No device malfunction was reported. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot number was not provided, therefore review of the lot history record for this product and a query of the complaint-handling database for this lot could not be performed. A definitive cause of the event could not be determined, however, based on the information received, there is no indication of a device quality issue.